Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Sensor glucose and blood glucose differences are not within an acceptable range. Customer's blood glucose reading was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.